Event description:
It was reported that following an ablation procedure on (B)(6) 2020, the patient experienced a superficial infection at incision site which was identified on (B)(6) 2020. On (B)(6) 2020, the site provided updated information that the infection required intervention of cranial wound incision and drainage, which moved the harm severity determination from infection - minor to infection - serious. The event was indicated as possibly related to the neuroblate procedure and possibly related to the general surgical procedure.